Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure tip damage occurred. A 2.5x20mm taxus express2 drug eluting stent (des) had been selected to treat an unk lesion. During preparation, the distal tip of the stent appeared to be "flared". The device did not enter the pt's body. The procedure was completed with another 2.5x20mm taxus express2 des. There were no pt complications reported.

Manufacturer narrative:
.